Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the ostial vein graft to the right coronary artery. Predilatation was performed prior to stenting. After successful apposition of the stent to the vessel wall with 1 inflation at 14 atmospheres, and full deflation of the stent delivery system balloon, the balloon could not be removed from the stent. The balloon was deflated and inflated several times but to no avail. The guide catheter was sucked into the ostium and the stent implant crumpled. Finally the balloon was able to be removed. A dilatation catheter was advanced into the damaged stent and inflated to successfully re-appose the stent to the vessel in the target lesion. The crumpled stent was recrossed with a dilatation balloon and reapposed the stent successfully. No adverse patient effects or clinically significant delay was reported. No additional information was provided.